Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided.

Event description:
The customer reported to olympus, that during preparation for use, the soltive wireless footswitch would not connect to the soltive premium superpulsed laser system. There were no reports of patient harm. This medical device report (MDR) is related to patient identifier: (B)(6) (tfl-afswl).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a probable root cause of the wireless footswitch not pairing could not be confirmed, as the device was not returned for evaluation. The following is included in the instructions for use: "if wireless footswitch connection issues are encountered, try moving the wireless footswitch closer to the system console. If the relocation of the wireless footswitch fails to resolve the connection issue, try moving the system console and wireless footswitch away from any wlan access points." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received which confirmed the ureteroscopy, laser lithotripsy of kidney stone procedure was completed using a similar device. There was no patient harm or consequence reported as a result of the event.